Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 09-mar-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two photos of the complaint device were received on 28-feb-2022. The photos were reviewed by the product analysis lab and included below. [Photo analysis]: two photos of the complaint device were provided. In both photos, it can be observed that the catheter body has a slight fracture on its most proximal portion, right next to the ID band. From one angle, a small segment of the braided mesh can be seen exposed, but the ID band appears to be in good condition. The crack at the distal end of the catheter is not shown in the photos. No further damages could be noted. The reported condition regarding the catheter being cracked was confirmed. However, the exact time when the crack occurred cannot be determined based on the information available. A review of manufacturing documentation associated with this lot (30665491) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturing record review was performed. The reported issue documented in the complaint is not related to the manufacturing process. Further investigation will be performed when the device is returned for analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the procedure, it was noted that at the distal end of the 90 cm cerebase da guide sheath (gs9090sd / 30665491) hub (strain relief) there is a crack in the catheter (orange piece). There is also another crack at the distal end of the catheter, but that was caused by the tech pulling at the catheter into the specimen bag. The cerebase was not used in a patient; a new catheter was pulled for use. There is no patient injury or consequence associated with the reported issue. On 17-feb-2022, additional information was received. The information indicated that in there was a crack in the catheter at the break noted. In additional to the crack where the break was noted, the tech also cracked the distal end of the catheter when putting the device into a biohazard bag. On 24-feb-2022, a phone call was made from the cerenovus senior clinician to the cerenovus territory manager. The call was to request confirmation from the site when the catheter was first noted to be cracked. The territory manager returned the call later in the day and via voicemail message, indicated that the site responded that the tech pulled the cerebase catheter out of the packaging the way they normally do, no bending or twisting whatsoever; the tech then handed it to the physician and the physician was the one who noticed that it was cracked. The tech then looped the cerebase (no bending) to put it in the biohazard bag for return, and that is when the distal portion of the catheter also cracked. Reportedly, no excessive force was applied to the product. The voicemail also indicated that the territory manager will send photos of the issue once he receives them from the cerenovus clinical account specialist. On 28-feb-2022, two photos of the complaint device were received and included in the complaint file.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that prior to the procedure, it was noted that at the distal end of the 90 cm cerebase da guide sheath (gs9090sd / 30665491) hub (strain relief) there is a crack in the catheter (orange piece). There is also another crack at the distal end of the catheter, but that was caused by the tech pulling at the catheter into the specimen bag. The cerebase was not used in a patient; a new catheter was pulled for use. There is no patient injury or consequence associated with the reported issue. On 17-feb-2022, additional information was received. The information indicated that in there was a crack in the catheter at the break noted. In additional to the crack where the break was noted, the tech also cracked the distal end of the catheter when putting the device into a biohazard bag. On 24-feb-2022, a phone call was made from the cerenovus senior clinician to the cerenovus territory manager. The call was to request confirmation from the site when the catheter was first noted to be cracked. The territory manager returned the call later in the day and via voicemail message, indicated that the site responded that the tech pulled the cerebase catheter out of the packaging the way they normally do, no bending or twisting whatsoever; the tech then handed it to the physician and the physician was the one who noticed that it was cracked. The tech then looped the cerebase (no bending) to put it in the biohazard bag for return, and that is when the distal portion of the catheter also cracked. Reportedly, no excessive force was applied to the product. The voicemail also indicated that the territory manager will send photos of the issue once he receives them from the cerenovus clinical account specialist. On 28-feb-2022, two photos of the complaint device were received and included in the complaint file. The photos were reviewed by the product analysis lab and included below. [Photo analysis]: two photos of the complaint device were provided. In both photos, it can be observed that the catheter body has a slight fracture on its most proximal portion, right next to the ID band. From one angle, a small segment of the braided mesh can be seen exposed, but the ID band appears to be in good condition. The crack at the distal end of the catheter is not shown in the photos. No further damages could be noted. The reported condition regarding the catheter being cracked was confirmed. However, the exact time when the crack occurred cannot be determined based on the information available. A review of manufacturing documentation associated with this lot (30665491) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturing record review was performed. The reported issue documented in the complaint is not related to the manufacturing process. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 90 cm cerebase da guide sheath was received contained in a pouch. Visual inspection was performed. As noted in the photos provided, the catheter body has a fracture next to the ID band with the internal mesh exposed, however, the device is still in one piece. The catheter body has a fracture at 15.5 inches at the proximal end which may be the fracture (crack) reported in the complaint to be at the distal end of the catheter. As also reported in the complaint as additional information on 17-feb-2022, this was caused by the tech putting the catheter into the biohazard bag. The fractured areas were inspected under a microscope, and under magnification and stress marks consistent with bending were observed. The device was manipulated in the lab to replicate the fractures. The device was bent at different locations and it was noted that the catheter body cracked at some locations with minimal force applied. Other sections were severely kinked, but the material did not fracture. Dimensional inspection: the inner diameter (ID) and outer diameter (od) of the embovac catheter was measured and confirmed to be within specifications. Dimensional analysis: proximal outer diameter (od): 0.110 inch; specification: max. 0.111 inch. Distal outer diameter (od) 0.102 inch; specification: max. 0.110 inch. Inner diameter (ID): 0.0905 inch; specification: 0.090 inch minimum. The customer complaint was confirmed due to the findings observed. However, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure is caused by multiple factors. Instructions for use (IFU) states the following precautions: - gently remove the device and accessories from the packaging. - do not use a guide sheath, dilator, or hemostasis valve that has been damaged in any way. If damage is detected, replace with another guide sheath, dilator, or hemostasis valve that is not damaged. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.